Event description:
It was reported that the device's battery voltage reading was low but the elective replacement indicator was not triggered. The device is still in use. It was further reported that the device lasted less than seven years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device's battery voltage reading was low, but the elective replacement indicator was not triggered. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): performance data collected from the device was analyzed and revealed that there was a low telemetered battery voltage of 2.52 v on (B)(6) 2010, while the daily battery voltage trend measurement was 2.88 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed and revealed that there was a low telemetered battery voltage of 2.52 v on (B)(6) 2010, while the daily battery voltage trend measurement was 2.88 v.